Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report motor error alarms on the insulin pump during normal use. The customer then mentioned that she was hospitalized for diabetic ketoacidosis due to the insulin pump alarming motor error in her sleep. Troubleshooting was performed and the insulin pump passed the displacement test. Advised the customer that the insulin pump would be replaced due to repeated motor error alarms. Also advised the customer to revert to a back-up plan.